Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire fr stent separated from the delivery system. It was reported that the reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). During the thrombectomy procedure, the solitaire stent became detached (broke off) from the delivery system on the first pass. Another solitaire device was used to retrieve the one that had detached inside the vessel and the procedure was completed using a medtronic device. No patient symptoms or complications were associated with this event. Additional information was received. The condition being treated was ischemic stroke, and the patient presented with occlusion of the middle cerebral artery (mca), resulting in left-side weakness. The occlusion was located in the right mca, and vessel tortuosity was moderate. The characteristics of the clot were unknown, as were the patient¿s baseline tici and nihss scores. After thrombectomy, the patient achieved a tici 3 result. The stroke onset to reperfusion time was from 20:36 to 21:36. Resistance was felt as the device passed through the valve, but inspection of the solitaire device showed it was fine; upon reinsertion, there was a little friction, and during retrieval, it was found to be detached. Another solitaire device was used to retrieve the detached one. The solitaire device was not torqued during delivery or retrieval, and there was no vessel stenosis proximal to the thrombus site. It is unknown if the microcatheter tip covered the solitaire device¿s proximal marker during retrieval. The detachment was noticed during retrieval, and the cause of the malfunction was not determined.